Manufacturer narrative:
Additional common device name: intravascular administration set. Additional device type: fpa. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Bd had not received samples from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® push button blood collection set exhibited sleeve separation. No serious injury or medical intervention.

Manufacturer narrative:
Medical device brand name corrected to "bd vacutainer® push button blood collection set".